Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the customer was experiencing blood glucose levels of 600 mg/dl all day long. The wife later called to report that the customer has been hospitalized due to high blood glucose levels of 1020 mg/dl. Per the doctor, the customer also experienced a heart attack. The customer treated his blood glucose levels five or six times, but his glucose levels remained high. The customer was not comfortable with the insulin pump and wanted it replaced. The wife also stated that the customer was hospitalized twice in the past year and a half due to high blood glucose levels. Nothing further was reported.